Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the programmer did not boot, it stayed on the blank screen. The hard drive was reconfigured and the software reloaded, and it was verified that the issues were resolved. It was further noted that the universal serial bus on the micro processing unit was loose, the system fan was noisy, the hard drive health was at 83%, the programmer failed its software control gain test and that the radiofrequency head connector on the link electronic module board was loose, that it failed its keyboard test and the keyboard port on the micro processing unit was loose (the keyboard worked with a known good programmer). The programmer was to be scrapped due to a lack of available parts. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.